Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported failure to deflate could not be determined; however, the reported failure to fold, entrapment of device and unexpected medical intervention appear to be related to circumstances of the procedure. Possible factors that may contribute to failure to deflate include, but are not limited to, manufacturing, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported failure to deflate could not be determined since the device was not returned for analysis. In this case, it is likely that the balloon appeared to wrap poorly since the balloon was not fully deflated. It was reported that the bdc was unable to be removed from the patient which possibly resulted from the balloon not deflating, the device interacting with the patient anatomy and/or accessory device since difficulty deflating and poor rewrap of the balloon were reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left coronary artery lesion with 70% stenosis. The 5x8 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the target lesion and used for post-dilation of a stent. The bdc was inflated twice at 8 atm and 10 atm. The balloon was unable to be fully deflated despite holding 12 to 14 seconds of negative pressure. During removal, there was a poor rewrap of the balloon and the bdc was unable to be withdrawn through the guiding catheter. A needle was used to puncture the balloon to facilitate removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.